Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted 15 months post lens implant due opacification and inclusions (bubbles). Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
Additional information: age/date of birth, sex, describe event or problem, other relevant history, model #/lot #, and device manufacture date. The lens was returned to b+l. Visual inspection found only half of the lens was returned. The optic has been cut or torn in half. Two haptics are attached. The optic has a patch near the center that is cloudy white in appearance and has an orange peel appearance. Light microscopy image and sem micrographs of the submitted akreos iol revealed numerous features (bumps) that appear to be protruding from the surface of the iol in the center optic area of the lens. Elemental (eds) analysis of the protrusions detected carbon (c), oxygen (o), calcium (ca) and phosphorus (p). The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. T the cause of the calcification phenomenon is multi-factorial. Three major types of calcification have been previously described: the primary form refers to calcification due to issues inherent to the iol. The secondary form refers to deposition of calcium onto the surface of the iol most likely due to environmental circumstances (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification refers to those cases in which other pathology is mistaken for calcification or false-positive staining for calcium. Based on the current information, the specific root cause of the event could not be determined.

Event description:
Additional information received: the event was described as "a bubbled opacity was visible on the lens impossible to scrape off, so that the whole lens had to be extracted." Patient had history of pseudoexfoliation and glaucoma. The original implant procedure was uneventful. However, the surgeon reported a possible wound leak post-op. Also, the patient had recombinant tissue plasminogen activator (rtpa) in the anterior chamber on (B)(6) 2015 (approximately 1 week post lens implant). The patient's current prognosis is described as, "still a little intraocular inflammation but much better." The patient has decreased visual acuity. However patient also has an age related macular degeneration (amd).